Event description:
Customer states: upon starting to use on a pt, the doctor found the diameter of 15mm connector was extremely large. Customer confirmed this was discovered prior to pt use.

Manufacturer narrative:
Sample associated to this report is expected to be returned.